Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 7f exoseal did not turn black. There was no reported injury to the patient. The device will be returned for evaluation.